Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio did observe that there was corrosion on the device's battery pins, as well as corrosion on both of the battery terminals which could have contributed to the reported issue. As a precaution, physio then replaced the battery pins as well as the batteries and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a recent patient event their device would not power on using dc (battery) power. The customer advised that they arrived on scene where a (B)(6) female patient was receiving treatment with an AED (manufacturer and model unknown) when they arrived. The patient had already been provided a defibrillation shock with the AED and it was left attached to the patient while the customer readied their device for use. However, when the customer attempted to power their device on it would not remain powered on for more than a couple of seconds before powering off. They left the AED attached to the patient and move the patient into their emergency vehicle for transport. In the vehicle, the customer then plugged their device into an ac power adapter (acpa) and was able to get their device to power on and stay on. They removed the AED and attached their device to the patient. Shortly thereafter they successfully provided another defibrillation shock of 360 joules using their device. The device was then used to provide care to the patient through the duration of the event. The patient survived the event. No adverse effects to the patient were reported. After the event the customer unplugged their device from the acpa and the it immediately powered off on its own, further indicating that the device had been unable to operate on dc (battery) power alone.